Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced and the pace/sense portion of this implantable transvenous defibrillation lead was surgically abandoned when it exhibited one episode of non-reproducible noise on the rate/sense channel. The patient reported some symptoms of lighteheadedness and is reported to be pacemaker dependent. There is no noise on the shock electrogram. All lead measurements are stable.